Event description:
There was an allegation of questionable low ise indirect gen.2 results from the cobas 6000 c 501 module. The initial sample result for patient 8 prompted the repeat testing of the other patients, as the initial result did not match the patient's condition at the time. The customer performed calibration and qc, and then repeated the patient samples on (B)(6) 2022. Refer to the attachment to the medwatch for all discrepant patient data. The questionable results were reported outside of the laboratory. The repeat results were believed to be correct. The sodium electrode lot number was y37. The expiration date was requested but was not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The customer refused a service visit and determined the issue was resolved after recalibration.